Event description:
It was reported that during introduction of the coil into the microcatheter, resistance was encountered and the main coil broke. The coil was completely removed with no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.